Event description:
It was reported that the patient was not satisfied with the reservoir placement as he could feel it and it caused discomfort. The reservoir was originally placed ectopically. Another physician performed a revision surgery in order to place a new reservoir in the space of retzius. Following the surgery, the patient fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.